Event description:
The kendall standard porous tape is used at facility to secure endotracheal tubes. Respiratory therapy noticed the tape is not sticky and it comes loose posing a threat if not holding the endotracheal tubes in place.